Event description:
It was reported that the arctic sun device did not turn on. Per review of wo on 11nov2024, device was used on patient. No patient identifiers available, no patient impact reported. Per follow up information received via mail on 04dec2024, the device was sent to onsite by replacing the screen. Per sample evaluation results received via task on 31dec2024, it was reported that the level sensor was not working well in an arctic sun device. The mixing pump was not working well. Customer's fluid delivery line was not working properly because a leak was heard and did not give a correct pressure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6) hospital ground floor. UDI format is updated with all available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is an air leak in the fluid delivery line. The device was evaluated upon receipt. Customer's fluid delivery line was not working properly because a leak was heard and did not give a correct pressure. Customer has a spare fdl available and has ordered a new one. The functional test and calibration were performed correctly. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. Based on the results of the investigation, no additional actions are needed. Correction: b, d, f, h. The complete initial reporter facility name is (B)(6) hospital. UDI format is updated with all available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not turn on. Per review of wo on 11nov2024, device was used on patient. No patient identifiers available, no patient impact reported. Per follow up information received via mail on 04dec2024, the device was sent to onsite by replacing the screen. Per sample evaluation results received via task on 31dec2024, it was reported that the level sensor was not working well in an arctic sun device. The mixing pump was not working well. Customer's fluid delivery line was not working properly because a leak was heard and did not give a correct pressure.